Manufacturer narrative:
The ge service representative conducted an on site investigation. The power supply, a fuse, and the monitor wiring were replaced. The fuse was stretched. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor on the system was blank. No patient injury was reported.